Event description:
Plantar wart removal on finger. Held the device on place of application for 20 seconds. Patient suffered burn like injury to finger. Medical treatment was necessary.

Manufacturer narrative:
Multiple attempts were made to gain additional information after the initial complaint, without success. Design master record 2158 for lot n2502201 was reviewed. There were no nonconfomrances during production or product inspection. The sample returned from the user was inspected and it was determined that the product is performing as intended. The can is in good condition and spraying as intended.